Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that one of the packages looked like it had spontaneously combusted, and caught on fire. Inside the still sealed package was black soot and melted plastic. The event timing is outside of surgery. There is no harm or delay reported. Due diligence is complete.

Event description:
There is no additional information available.

Manufacturer narrative:
No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures found black battery debris throughout the seal sterile packaging. It could not be determined if the battery wiring was damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends